Event description:
Several instances of pts on o2 therapy complaining of dyspnea. Respiratory therapy personnel found the flow leaking from humidifier where water bottle threads into upper assembly. Flowmeters in wall set anywhere from 2 lpm to 6lpm. Posted an inquiry on rt professional internet list with respondents noting the same problem with the same product at their institutions. A respondent stated they reported this problem to MFR who disavowed any product problem. They subsequently changed products with no further incidents. Contact info for this individual available on request. Another respondent indicated they would file their own report. They were from a second city. Distributor and MFR were contacted by hosp some two years ago to report the problem. The engineers in their qa dept concluded rptr had a 'training issue' with nursing personnel assembling their product incorrectly.